Manufacturer narrative:
Corrected data: device not returned. An event regarding damaged threads involving a cup impactor bolt was reported. Conclusion: the reported event is regarding damaged threads on the tritanium shell. There are no allegations regarding the cup impactor bolt. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
During a total hip, a 52mm tritanium cluster shell was opened on the sterile field. The scrub tech attempted to thread the direct anterior cup impactor bolt into the threaded dome hole of the shell. She stated that it would not thread. The surgeon then attempted and he stated that it would not thread and to give him a new shell. A new 52mm shell was opened and the bolt was inserted without incidence and cup was implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a total hip, a 52mm tritanium cluster shell was opened on the sterile field. The scrub tech attempted to thread the direct anterior cup impactor bolt into the threaded dome hole of the shell. She stated that it would not thread. The surgeon then attempted and he stated that it would not thread and to give him a new shell. A new 52mm shell was opened and the bolt was inserted without incidence and cup was implanted.